Event description:
During an in-service training session, company representative observed that the unit failed to generate a "check intra-aortic balloon catheter" alarm when the balloon in intentionally kinked.